Event description:
Emt's responded to a person described as in full cardiac arrest. Device was connected to the pt and powered up. According to the reporter, device alarmed, displayed a service icon and would not power up. An ambulance crew arrived and shocked the pt three times, but the pt was not resuscitated.